Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4).

Event description:
Asr revision. Litigation records received. Litigation records alleges injury, economic loss, emotional distress, loss of service, metallosis, pain and excessive levels of chromium and cobalt. Doi: (B)(6) 2008. Dor: (B)(6) 2018; left hip.